Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please clarify what was broken on the device. Was it the top jaw of the device? Yes. Did the electrode ceramic separate from the device? Yes.

Event description:
It was reported that during a hepatica procedure, in the final of the surgery the surgery is broken in his distal part. The blades of the jaw don¿t close correctly. Finish the surgery with an electrical . There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n90y21. The device was received with no apparent damage. Upon visual inspection under magnification it was noticed that the upper jaw was slightly damaged at the retention pin interphase. Resulting in the jaw been loose and difficulty in opening and closing of the jaws. However, the damage was not significant enough to prevent the device from cycling. No damage to the jaws or ceramic was observed during testing at any time. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.